Manufacturer narrative:
Batch review performed on 09 april 2018. Pedicle screw 7x45 reference 03.50.031 (k121115). (B)(4). Pedicle screw 7x45 reference 03.50.031 (k121115). (B)(4). Pedicle screw 7x50 reference 03.50.032 (k121115). (B)(4). Pedicle screw 7x50 03.50.032 (k121115). (B)(4). Bent rod ti 5.5x45 mm reference 03.50.452 (k121115). (B)(4).

Event description:
Revision surgery 1 year and 1 month after primary surgery (levels were l3-4) due to pain, the vertebrae didn't fuse, the surgeon revised l3-4. The screws and rods (not loose) were removed and replaced. The interbody remained in the patient.